Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels between 564 mg/dl to displayed as ¿high" (no specific value was provided). Cause was not known. A correction injection was administered as well as abstaining from food to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.